Event description:
It was reported that the patient presented in clinic due to discomfort. Device interrogation revealed low pacing impedance, r wave amplitude and failure to extend on the helix variation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were ¿malposition of the rv lead¿, low pacing lead impedance, sensing r-wave amplitude variation, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.